Event description:
The patient experienced no symptom relief despite re-programming and had the device explanted. The healthcare professional stated it was unknown if the event could be attributed to the device.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).